Manufacturer narrative:
(B)(4). Date sent: 11/10/2021. D4: batch # v94k9y. Investigation summary: the product was returned to for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was received with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. No functional test was performed due to the condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly, no anomalies were found. In addition, seven clips were found inside the clip track. No conclusion could be reached as to what caused the jaw disengaged. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following: "caution: possible causes for the condition of the jaw disengaged from the cam may be an inadvertent force, twisting, or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor, or damage to the jaws while entering the trocar. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy, it was reported the tip of the instrument separated from shaft, so was unable to go down the port or fire clips. It is unknown how procedure was completed. Patient consequence was not reported.